Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. It was stated that the insulin pump was alarming no delivery prior to the event. No troubleshooting was conducted as the mother did not have supplies at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.